Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Analysis was unable to prime unit during prime/a33 test due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners and reservoir tube, with minor scratched lcd window and broken battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and was unable to clear it. The customer's blood glucose reading was 55 mg/dl. The customer did not state any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.